Event description:
The customer stated that she tested her blood glucose, received a reading of 329 mg/dl, and took her insulin. She then went to the store, and passed out while she was there. The customer was transported to the hosp and given IV glucose. She was kept overnight. The hosp tested the customer's blood glucose at 167 mg/dl. A comparison result on the contour gave a reading of 389 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The meter and strips are to be returned for evaluation, and replacement products will be sent.